Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15 mm x 3.75 mm wolverine cutting balloon monorail was selected for use. During initial inflation, it was noted that the balloon ruptured in a pinhole form at the mid part. The device was removed without any problem using the normal method. The procedure was completed with a different device. No patient complications were reported and the patient status was good post procedure.